Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: lasso 2515 nav, serial #unk; cs decapolar, serial #unk; thermocool® smarttouch® uni-directional navigation catheter, lot #17079017m. (B)(4). The analysis has begun, but is not completed at this time.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a male patient underwent an atrial fibrilation (a-fib) procedure with a stockert generator and suffered an esophageal fistula and later expired. The device was evaluated and no issues were found. Device is within specification. The device was subjected to pm, safety and functional testing and all tests passed. No malfunction found on device. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures

Event description:
It was reported that a male patient underwent an atrial fibrillation (a-fib) procedure with a stockert generator and suffered an esophageal fistula. After the a-fib procedure using the complaint device, the patient presented to the hospital with seizures. An esophageal fistula was confirmed, so the patient underwent surgical repair of the fistula. Based on the facts of the case and the physician¿s assessment, there was no reported malfunction with any of the catheters and systems used during the case. Based on the timing of the event and in the absence of any reported device malfunction, this event is unrelated to the device, and is related to the procedure.

Manufacturer narrative:
On (B)(4) 2015, the bwi medical director received information informing bwi that the patient has expired. Additional information has been requested regarding the autopsy report and the physician's assessment, but no further information was made available at the time of this report.